Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery to be replaced. The pump received a frozen display low battery message. The customer reported the blank display at the time of the call. Troubleshooting was performed and customer confirmed contacts on battery cap were missing or damaged. No harm requiring medical intervention was reported. The customer will continue using the device and will not be returned for analysis.